Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer experienced issues with the erbe integrated electrosurgical unit (iesu) generator. The customer stated that when using the bovie pencil and it was plugged into the iesu, it activated right away as if there was power however there was no energy output. The customer had to move the patient pad and the bovie pencil to the valley lab generator as it worked fine to complete the case. The technical support engineer confirmed error 25913 and m-10 in the logs pointing to the activation element (fingerswitch, footswitch) that was not released within 5 seconds after activation stopped. The procedure was completed with no reported injury. On 26-may-2022, the reporter was contacted and additional information was obtained about the complaint. It was confirmed that when the bovie pencil was plugged into the iesu there was no energy activation and the surgeon had to use a backup generator from valley lab. The system powered on normally and no issues were observed until the bovie pen was plugged in. The procedure was completed without any patient injury. The issue occurred during procedure. No patient demographics were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse checked all connections on the iesu and the footswitch in the drawer. The iesu was tested to isi specifications and the fse could not reproduce the reported issue. The system was tested and verified as ready for use. Per log review, the following was confirmed: a radical cystectomy with ileal conduit procedure was performed on (B)(6) 2022 on system sk 3431. This complaint is considered a reportable event due to the following conclusion: the customer switched to a backup generator after the start of the procedure due to the iesu not working as intended. The customer used a backup generator to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.